Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a device follow up, this pacemaker was found to be operating in safety mode. The device was explanted and replaced two days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.